Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to a grade of <1. On (B)(6) 2024, the patient returned to the hospital and imaging showed the implanted clip had opened to roughly 35 degrees, causing mr to increase to a grade of 4+. It was noted the clip remained stable on the leaflets.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) and recurrent mr were unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.